Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The c19 leads were lifted from the pca. The root cause for the damaged capacitor was unable to be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) /2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.